Event description:
The contact stated the customer tested his blood glucose and received readings of 364, 300, and 124 mg/dl. The difference between the first two readings and the last reading fall in the "c" zone of the parkes error grid, making the difference clinically significant. The customer did not allege any adverse events. The test strips are to be returned for evaluation, and replacement strips will be sent.